Event description:
Surgeon attempted to implant a lens. The lens tore as it was being advanced in the cartridge. No pt injury. The facility stated that the cause of the lens tear was due to the cartridge. The injector model msi-pr, lot number 1189285. The facility stated that there were three attempts for the same pt please reference MFR report # 2023826-2005-00305 & 2023826-2005-00307.